Manufacturer narrative:
(B)(4). Jaw, cam. The analysis results found that the el5ml device was received inserted through a b5st and with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse and remove the trocar and to form the clips. No further functional testing could be performed due to the condition of the device. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not close after firing on the cystic artery. The device was removed from the patient with a trocar. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. Another device was used to complete the case. There were no adverse consequences to the patient.